Manufacturer narrative:
Additional narrative: event date: unknown; it is unknown when the device backed out. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, the multiloc humeral nailing system was used for three-part proximal humerus fractures. Two of multilock screws, screw-in-screws and distal transverse locks as well as one end cap 5mm were used together without suturing. After the operation, the patient had been in a stable condition. However, a week later, the x-rays and the CT scan showed that one screw-in-screw had backed out, the nail had moved to the center off the inserted position and the greater tubercle bone fragment was dislocated rearward. A revision was scheduled for (B)(6). Delay of surgery 10 minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, the multiloc humeral nailing system was used for three-part proximal humerus fractures. Two of multilock screws, screw-in-screws and distal transverse locks as well as one end cap 5mm were used together without suturing. After the operation, the patient had been in a stable condition. However, a week later, the x-rays and the computerized tomography (CT) scan showed that one screw-in-screw had backed out, the nail had moved to the center off the inserted position and the greater tubercle bone fragment was dislocated rearward. A revision is scheduled for (B)(6). Delay of surgery 10 minutes. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4) (sterilization) manufacturing date: 29.aug.2014 (delivered from (B)(4)) expiry date: 01.aug.2019. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile were reviewed with the following result: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.